Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the device alarmed for end of infusion and indicated that 60mls had been infused, however when the user checked the burette, they noticed that there was still approximately 50mls left from the original 60mls. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.